Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed through the history log but did not reproduce the system error 105. The evaluation determined the cause to be a seizing motor. The motor assembly was replaced.